Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that three days post implant they were experiencing tachycardia and the implantable pulse generator (ipg) was "looking at" p waves and "double firing". The ipg was adjusted and remains in use. No further patient complications have been reported as a result of this event.